Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the chair randomly stops while driving, say release joystick and will not move.